Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block e1: initial reporter facility: (B)(6). Block h6: imdrf device code a150201 captures the reportable event of stent failure to the deploy and the risk of fluid leakage.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the jejunum to treat a duodenal stricture during an endoscopic ultrasound-guided gastrojejunostomy (eus-gj) procedure performed on (B)(6) 2024. During the procedure, there was no resistance when deploying the axios stent first flange. However, there was a lot of resistance encountered when trying to deploy the second flange. The stent was removed, and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b5 has been corrected following a review which determined that the misuse statement was not added in the previously submitted report. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block e1: initial reporter facility: (B)(6) hospital. Initial reporter facility address: (B)(6). Block h6: imdrf device code (B)(6) captures the reportable event of stent failure to the deploy and the risk of fluid leakage.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the jejunum to treat a duodenal stricture during an endoscopic ultrasound-guided gastrojejunostomy (eus-gj) procedure performed on (B)(6) 2024. During the procedure, there was no resistance when deploying the axios stent first flange. However, there was a lot of resistance encountered when trying to deploy the second flange. The stent was removed, and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was implanted transgastric to the jejunum during an endoscopic ultrasound-guided gastrojejunostomy (eus-gj) procedure. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts = 6 cm in size and walled-off necrosis = 6 cm in size with = 70% fluid content that are adherent to the gastric or bowel wall. The device is not indicated to be placed transgastric to the jejunum.